Event description:
Early 50¿s male with history of coronary artery disease and 3 stents with recent chest pain and elevated troponin level. Procedure: cardiac catheterization and percutaneous intervention, stents and balloon angioplasty. When the medtronic nc euphora was used, the shaft broke during procedure. Removed intact without known harm to the patient. Unfortunately, the device was not saved.